Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
It was reported that threaded extraction pieces were used to remove end cap. Threaded end broke off and was discarded during surgery. This was a gamma nail where a surgeon cut off distal end of the lag during a previous surgery. We were using easyouts to try and back out lag screw. The gamma nail was left in site as they couldn't be removed, both stryker conical extractors were used and both broke during attempted removal. No debris was left around site.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that threaded extraction pieces were used to remove end cap. Threaded end broke off and was discarded during surgery. This was a gamma nail where a surgeon cut off distal end of the lag during a previous surgery. We were using easyouts to try and back out lag screw. The gamma nail was left in site as they couldn't be removed, both stryker conical extractors were used and both broke during attempted removal. No debris was left around site.